Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. During the call, the patient mentioned their previous ins was implanted for bladder, but it never worked for them and it didn't improve symptom control. The patient noted that they had a surgery in 2017 when this ins was implanted, noting that it was turned off at the time because it never worked. As a result of what was reported, the ins was replaced in (B)(6) 2019 (this information conflicts with device registration). No further patient complications have been reported as a result of this event.